Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during dialysis treatment he had received an "m31 air detected in cassette" warning and when he was re-setting up supplies and removed the cassette, there was fluid leaking into the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was able to revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the patient was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak occurrence. Per pdrn the sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during dialysis treatment he had received an "m31 air detected in cassette" warning and when he was re-setting up supplies and removed the cassette, there was fluid leaking into the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was able to revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Per pdrn the patient was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak occurrence. Per pdrn the sample was discarded and was no longer available for evaluation.